Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient complained to primary team of episode of dizziness, blurry vision, and right arm weakness worsened compared to baseline. Exam appeared grossly unchanged per physician assistant (pa) note at that time. Patient sent for head CT which revealed evidence of acute left temporoparietal infarct as well as evidence of multiple chronic bilateral infarcts. He reports he currently feels well and at his baseline. He remains afebrile and otherwise well. Patient started on heparin drip (gtt), inr 1.7. Neuro checks every hour and general exam reveals patient sitting in chair in room surrounded by family, on heparin gtt. Patient is awake, alert, fully oriented. Naming intact to pen, slow but intact to watch, eyeglasses; unable to name button. He follows simple and 2 step requests though occasionally has some delay and needs repetition. No lateralized neglect. Neuro exam-cranial nerves performed and pupils equal, round, reactive to light (perrl), extraocular movements intact (eomi). Face symmetric. V1-v3 intact, "t/u/p midline", no dysarthria, shoulder shrug intact. Neuro exam-motor strength full to manual motor testing throughout. Slight finger curl and pronation in right arm but no downward drift, symmetric finger taps. Slowed foot tapping on right. Neuro exam-sensory sensation intact and symmetric to light touch throughout. Neuro exam-reflexes slightly brisker in right arm and leg compared to left. Neurology consult on (B)(6) 2015 and patient to follow up at stroke center as outpatient. No additional information available.